Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving no delivery alarms for the past five days. The customer stated they had changed their infusion sets and reservoirs, but the alarm persists. The customer's blood glucose was 182 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. The customer also reported there was resistance with insulin exiting with a plunger push. Customer was advised their no delivery alarms was caused by an infusion set/reservoir connection. No additional information provided.